Event description:
It has been reported to philips that, the system was not switching on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation it was confirmed that power box is not functioning. Fse replaced power try. After replacement of power try, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.